Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device exhibited repeated 67 alerts associated with vbuck boost over/under voltage, occurring each time the user announced a meal, followed by patient disconnection and subsequent replacement; the event followed a prior delamination-related replacement. Symptoms included hyperglycemia with a reported peak of 480 mg/dl and irritability. Outcomes included the need for subcutaneous insulin via manual injection as back-up therapy, without medical intervention or hospitalization. Investigation included complaint assessment, troubleshooting, and replacement logistics. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.